Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 1.0 mg/ml; bupivicaine 40 mg/ml; clonidine 350 mcg/ml; compounded baclofen 500 mcg/ml and ketamine 400 mcg/ml. The infusion rate was 1.5 ml.